Event description:
New information received noted that the patient presented in clinic for additional programming changes. The lead still exhibited failure to sense. The patient was stable before, during, and after programming changes.

Event description:
It was reported that the patient presented for a follow up with an atrial lead that exhibited failure to sense and under-sensing. Programming changes were made. The patient was in stable condition.